Event description:
It was reported to philips that the wireless foot switch was defective. No user or patient harm has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wireless foot switch defective. The philips engineer did not evaluate the device, the on-site service was cancelled due to no response from the customer. Therefore, no further action was performed by philips at the time. The codes were updated based on the investigation outcome.